Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the infection was resolved. There was no deficiency of the recharger. There was no recharger issue since the event was an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) who experienced a heating sensation while recharging. It was reported the recharger was heating. Additional information was received from the healthcare professional via the manufacturer representative. It was reported the patient first started experiencing the issue in (B)(6) 2017. The patient experienced a heat sensation over the battery site that was uncomfortable and the wound was changing color to a purple appearance. A blood check was also performed. The healthcare professional examined the wound and then decided to explant the device. The ins was explanted due to infection.